Manufacturer narrative:
The customer reported that the device was not receiving audio alarms. Philips is in the process of obtaining additional info regarding this incident and the complaint remains under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that a pt code occurred but the device was not receiving audio alarms.